Event description:
It was reported that during the implant procedure, the atrial lead exhibited an intermittent loss of capture. The physician elected to extract and replace the lead. No other anomalies or patient symptoms were reported.

Event description:
New information received. No capture issue was observed. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.